Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested to change the gui to bdu cable, power supply, and or gui cpu to isolate the problem. Covidien was not authorized to service the device.